Manufacturer narrative:
A review of the device history record could not be performed during this investigation as the lot number was not received with the complaint. All device history records are reviewed and approved by quality prior to release of product. Because there was no lot number, a date of manufacture could not be determined. Ten samples were returned for evaluation and the inspection of the sample resulted in confirmation of the reported condition on one sample. This complaint will be considered confirmed. A root cause analysis could not identify a definitive root cause. Since no definitive root cause could be identified, no corrective or preventive action is planned at this time. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 8/17/17. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports pulled from medline custom pack with gauze fraying. The ends are not closed.